Manufacturer narrative:
The reported event was ¿lead could not be fixed¿. A complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. All tines were intact and undamaged.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead could not be implanted. The physician made several attempts to implant the ra lead but was unsuccessful. The ra lead was removed and replaced. The patient was in stable condition.